Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetes ketoacidosis and hyperglycemia on (B)(6) 2019. The customer's blood glucose value was above 500 mg/dl at the time of incident and most recent value was 190 mg/dl. Customer reported that quick release doesn't line up good and that he can move the part by hand so when goes to connect quick release back it sometimes wont lock into set properly and it wont line up. Customer reported that it messed him up and put him in diabetes ketoacidosis. Customer has been using insulin pump system within 48 hours of reported event. Customer reported that insulin was leaking around the site itself after displaying him no delivery. Customer was treated with fluids and insulin and took off insulin pump temporarily. The devices will not be returned for analysis.